Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has not been functioning after she got xrays and cat scan with the insulin pump at the hospital. Customer stated the hospitalization was unrelated to diabetes. Call got disconnected and customer could not be reached.